Event description:
Information received a smiths medical fluid warming level 1 hotline low flow systems - hl-90 alarms did not go off for low fluid. Additional information received 2 september 2020: issue discovered during testing. No alarm. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing; the device did not give the "low fluid" alarm as expected. The issue was determined caused by a faulty float switch. The cause of the component issue was not established.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing; the device did not give the "low fluid" alarm as expected. The issue was determined caused by a faulty float switch. The cause of the component issue was not established.